Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. The customer also reported being hospitalized for diabetes ketoacidosis. Troubleshooting found the customer had a bent cannula. It was also found the customer's drive support cap was sticking out. The customer basal rates and bolus wizard settings were correct. The customer was advised to change out their infusion set, reservoir, and insulin. Customer will also have their insulin pump replaced. The customer's blood glucose was 197 mg/dl at the time of the call. Customer stated they were vomiting as a result of their high blood glucose. Customer had treated their blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).